Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin c5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of (B)(4). Sorin group (B)(4) received a report that the sorin c5 pump stopped and displayed an error message during priming. Power cycling did not resolve the error so the system was not used for the procedure. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin c5 pump stopped and displayed an error message during priming. Power cycling did not resolve the error so the system was not used for the procedure. There was no patient involvement.